Manufacturer narrative:
.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of the infection was puffy redness. The patient was prescribed antibiotics.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of the infection was puffy redness. The patient was prescribed antibiotics.